Manufacturer narrative:
Information regarding ordering a replacement pump through insurance or the recycle program was provided to the customer. Additionally, return of the original pump was requested, to which the customer responded that she would not return the pump, but she would let her friend know about it, and she then hung up. On (B)(6) 2017, a medela clinician followed up with the customer, at which time the customer stated that her physician diagnosed her with mastitis in (B)(6) 2017, for which she was prescribed antibiotics, which resolved the mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer requested that customer service provide her with information regarding ordering an insurance pump. She indicated that she was using a friend's pump in style advanced breast pump which she alleged was no longer working. She also alleged that both she and her friend had mastitis, her back in (B)(6) 2017, for which she saw a doctor.